Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. During the evaluation of the device pil confirmed that there was dust-like contamination on the iso port, heater plate, inlet/outlet seal, blower motor, air inlet of the blower box, blower box, bottom enclosure, heater plate spring and on the bottom enclosure under the heater plate spring. Moreover, there was potential corrosion found on blower motor¿s brass nut. In addition, potential mineral deposits on bottom of the blower motor indicate possible water ingress. Additionally, pil was able to confirm the complaint of shutting off possibly due to the thermal event. In addition, the device was scrapped by the service center after the evaluation was completed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed pca burned. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.